Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The unit in question was not returned for review and the reported condition could not be evaluated. If a sample is made available, the complaint may be revisited for further investigation. The method of root cause analysis that was implemented in this investigation was to conduct a fish bone diagram that addressed the all potential causes. The most probably root cause was likely excess stress placed on the tip when locking or unlocking the syringe tip into place. An iso specification does not exist for the maximum torque allowed when locking the syringe tip. As the sample was not returned, analysis cannot be performed if any pre-existing damage was present on the syringe that may have contributed to the failure when unlocking the syringe. Product is routinely examined to ensure it meets acceptable quality levels (aql), and a lot cannot be released unless it passes visual and functional testing requirements. All lots are statistically sampled and inspected for defects. A lot cannot be released unless it meets all acceptance requirements. Based on the information available and the investigation findings, a corrective and preventive action (CAPA) is not deemed necessary at this time based on the CAPA decision tool. Root cause investigation could not confirm a manufacturing defect as this may occur if too much stress is placed on the tip while locking into the tubing. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer has an issue with a syringe. Customer reports that while accessing a patient's line, nurse inserted the tip into a double lumen catheter, withdrew blood and while removing it from the catheter, tip snapped off. The device will not be returned for evaluation, it was discarded by customer.